Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a loose tube lifter and the connectors cable rubbing against the bottom of the summit chassis in the reported problem area of the pipette assembly. The necessary parts were replaced. The instrument was inspected, tested without further problem, and returned to expected operation.